Event description:
Patient is reported to have suffered a gi bleed subsequent to implant of an endeavor sprint drug eluting stent. Patient was (B)(6) positive. A transfusion was ordered.

Event description:
During index procedure patient had 1 endeavor sprint drug-eluting stent to the lad. Approximately 13.5 months post index procedure patient experienced a gi bleed which was treated with blood transfusion. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).